Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a failed battery test alarm and high blood glucose levels. The customer's blood glucose reading ranged between 500 and 600 mg/dl, and treated with the insulin pump. Customer performed troubleshooting and was told they would receive a replacement battery cap.

Manufacturer narrative:
The (B)(4) was reported in error.